Manufacturer narrative:
This report is submitted on december 09, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral, topical and IV antibiotics on (B)(6) 2022 (duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.